Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was vcpb840d visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on november 26, 2025. The component was identified as product code vcpb840d. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2025 and suture was used. There had been a middle part of needle broken and a needle fell, but the needle was retrieved. When the sales rep confirmed by the loupe, the ribbed groove, not the at the swage part, was broken. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ·during abdominal wall closure, the needle piece was fell on the subcutaneous. ·the needle piece, which was fell to the surgical field, could be retrieved by a visual inspection. - was the needle piece retrieved during the same procedure? =>unk. - was there any additional tissue damage as a result of searching for the needle piece(s)?=>unk. - please provide the lot number. =>unk.